Manufacturer narrative:
The reported run-on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion was found throughout the trigger assembly, which can contribute to the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility that the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.